Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set bent cannula on (B)(6) 2025. The issue occured with two infusion sets. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2025-18223. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-18223), was submitted on 09-jan-2026. However, based on the description, it was found that the bent cannula did not led to serious injury. Therefore the malfunction code has been changed to lower severity. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.